Event description:
While nocturnal registered nurse was rounding on the nocturnal patients, she heard what sounded like water leaking/dripping. Upon investigating the nurse found blood under the patient's chair and she also found that the patient's needle had dislodged and or was leaking. The patient experienced significant blood loss and was coded and sent to (B)(6) hospital for emergency medical care. There the patient stabilized and was progressing towards discharge, when she suffered a massive acute myocardial infarction and subsequently expired in the hospital.

Manufacturer narrative:
The machine is not designed to detect needle dislodgements or blood leaks around the needle sites. It is designed to create an alarm when the pressure violates the limits set. It is an industry wide known problem that the pressure drop during a venous needle dislodgement is not significant enough to create an alarm. It was also noted that the machine gave a venous alarm during treatment due to patient movement. This is an indication that the venous pressure alarm was functioning properly. The machine was evaluated by the facility technician and passed the functional tests. The machine is back in service with no reported problems. (B)(4).